Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 142 mg/dl, 143 mg/dl, and 56 mg/dl, 265 mg/dl and 111 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.